Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. Customer blood glucose level was 216 mg/dl at the time of the incident. Customer stated that the battery cap was not loose, cracked or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4)